Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The nipple on the tip of inserter shaft broke of during implantation. Looked for in the soft tissue - not found. Believe it was seen inside the stem insertion platform. Patient consequence? Unknown. Action taken for procedure:looked for broken piece - believe stuck in the stem is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.